Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The vio dv 2.0 integrated electrosurgical unit (erbe) was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported problem was not confirmed using remote fe -the erbe was tested using system, the unit energized, cauterized and recognized instruments. Upon visual inspection there were no issues found that would be related to the reported event. The complaint was not confirmed based on failure analysis. Failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that the vio dv 2.0 integrated electrosurgical unit (erbe) did not recognize the neutral board. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.